Event description:
Customer reportedly, received result of 639 mg/dl and 244 mg/dl within 10 minutes on the advantage system. Customer states she re-tested within 10 minutes of the result of 244 mg/dl and had a result of 109 mg/dl taken on the advantage system. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.